Event description:
It was reported that the patient ams 800 artificial urinary sphincter was removed and replaced with a new one due to unspecified reason. Additional information received stated that the patient experienced recurring incontinence because the balloon had protruded and was lying subcutaneously.

Event description:
It was reported that the patient ams 800 artificial urinary sphincter was removed and replaced with a new one due to unspecified reason. Additional information received stated that the patient experienced recurring incontinence because the balloon had protruded and was lying subcutaneously. The patient's condition post procedure was ok.